Event description:
The customer reported that patient with a known anti-e yielded a false positive test result with cell #4 of biotestcell-i11. The patient sample that had caused the false positive result was sent to us for quality control and the supposedly defective product was returned, too. Our quality control laboratory retested the allegedly defective sample of biotestcell-i11 with the patient's sample in the indirect antiglobulin test using the tube technique. We could confirm a positive reaction with cell #4 of biotestcell-i11 which is e negative. At this time of testing the supposedly defective product was already expired. Furthermore the supposedly defective product of biotestcell-i11 was tested with different positive and negative samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.